Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced difficulty charging the ipg and mild discomfort around the ipg site. The physician assessed that the patients ipg had migrated, which was the cause of the patients discomfort. It was also noted that the patient experienced discomfort during charging and when the stimulation was either on or off. The patient then underwent a revision procedure and the ipg was repositioned. No products were explanted. The patient is doing well postoperatively.